Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, the patient got admitted with the following pre-op diagnosis: l5-s1 degenerative disk disease with spinal stenosis. Patient underwent the following procedures: l5-s1 transforaminal lumbar interbody fusion with the help of peek spacer, local autograft, bmp within the cage and in front of the cage. Per op-notes, ¿the 10 x 22 trial fit well on orthogonal views using the c-arm, and therefore, peek spacer of the same size filled with bmp and autograft was placed.¿ the patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.